Event description:
It was reported that the patient passed away on (B)(6) 2018. The cause of death was unknown. No autopsy was requested, the pump was not explanted, and it was not returned for evaluation. No further details were provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(4), could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. It was reported that the patient expired on (B)(6) 2018 due to unknown causes. No autopsy was requested. The pump was not explanted, and it will not be returned for evaluation. Additional information communicated on 18mar2022 stated that the account declined to provide patient outcome information for this event, due to patient privacy laws. Based on a review of available patient¿s record and the reported patient outcome, there were no device issues at the time of the patient outcome. The device operated as expected. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.